Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Device history review was satisfactory. Complaint history review confirmed no other similar events for the reported lot.the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The surgeon was implanting a bone plug into patient femur when it cracked and broke. Another one was implanted.

Event description:
The surgeon was implanting a bone plug into patient femur when it cracked and broke. Another one was implanted.